Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2014, the patient underwent an anterior lumbar interbody fusion and posterolateral fusion surgery, and a posterior thoracolumbar fusion surgery on the lumbar region of her spine from vertebrae l1 to s1. Reportedly, patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage, i.e., in the posterolateral region. Allegedly, the patient's post-operative period was marked by ¿a period of improvement followed by increasing pain in her low back and buttocks¿. It was reported that the patient presented with the following pre-op diagnosis: recalcitrant lumbago. Multilevel segmental lumbar spinal stenosis with foraminal stenosis. Degenerative lumbar disk disease. Degenerative spondylolisthesis. Degenerative scoliosis. The patient underwent the following procedures: anterior lumbar interbody fusion via left-sided retroperitoneal approach, l4-l5, l5-s1. Placement of intradiscal spacer, l4-l5 and ls-s1. Anterior spinal instrumentation with titanium vertebral retention screws l4 and s1. Use of bmp. Local bone grafting. As per operative notes, ¿ the spacer was filled with bmp, tamped into position with excellent interpositional fit and 25 mm titanium vertebral retention screws were inserted in the body of s1. The identical diskectomy was then performed and a 13 run tall, 12-degree lordotic spacer was filled with bmp, tamped into position with good interpositional fit and 25 mm retention screws were inserted into l4 along with the locking mechanism.¿ no intra-operative complications were reported.